Manufacturer narrative:
Device was returned: visual inspection was conducted, and the ribbon was bent inside of the array, and the array was observed to be deformed without any damage. Functional testing was conducted, and the array position light was on while the array was deployed. An electrical test was executed and failed, and the gold conductor were touching each other. The ribbon was found bent. Hence, the complaint was confirmed. This observation will be monitored and trended.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during the novasure procedure on (B)(6) 2025, the device gave out an array position error about 15 seconds into the procedure. The width was about 3.2 cm. The device was then removed to find that the array looked bent. They did not encounter any issues with the array before seating the device or while seating the device. There was no patient injury reported. Another device was used, and the procedure was completed successfully. There is no other information available.